Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer also stated that the insulin pump had recurring no delivery alarms. Customer stated that the tubing was not bent or kinked. Customer was assisted with troubleshooting and tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.